Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the patient has hypophosphataemic rickets and was admitted with a periprosthetic fracture of the left femur. This was fixed using plates, cables and screws. The patient had been touch weight bearing; sat down then felt the plate give way. X-rays showed that some of the cables had snapped and the fracture was no longer reduced. The patient has now had to undergo revision hip surgery on (B)(6) 2014 for a stem that was well fixed. It was also reported by an internal review of xrays by the medical director confirming that; that one xray shows that there is a periprosthetic fracture that was treated with a plate, cables and screws. The second xray shows this fracture lost reduction and at least 2 of the cables are broken. There were no reports if a surgical delay or patient harm. This report is 6 of 6 for complaint (B)(4).